Manufacturer narrative:
H10: the customer has declined to repair the device at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed, reporting a dim display on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) confirmed the issue. The bme inquired an alternative repair option to upgrade the user interface (ui) assembly, since the component is currently unavailable due to extended back-order status. The rse provided part details needed to upgrade to a second-generation ui assembly.